Manufacturer narrative:
This follow-up report is being submitted to relay additional information. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred 90 days, devices can be excluded as a possible source. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event for the cup. Medical records/radiographs were provided and reviewed by a health care professional. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk head, pn unknown, ln unknown, unk taper, pn unknown, ln unknown, unk stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05779, 0001825034-2019-05780, 0001825034-2019-05781. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left hip revision procedure approximately 11 years post-implantation due to metallosis, infection and sepsis, necrosis and tissue damage. Attempts were made to obtain additional information; however, none was available.